Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of amphotericin b lipid at the 'hematology oncology palliative care area. The device was programmed to deliver 300 ml (compounded to total volume, rate and dose unknown) and 0 ml was delivered after 2 hours. An additional 2 hours was used to infuse the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.